Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse verified the motor speed, probe alignments and the pmt voltage, they were all within specifications. Analysis of the instrument and instrument data indicate that the cause for the discordant ca125 result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant immulite 2000 ca125 result was obtained on a patient sample. The result was reported to the physician. Upon retest, the corrected result was reported to the physician. There were no reports of patient intervention or adverse health consequences due to the discordant ca125 result.